Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was opened, the physician reported that the arteriotomy locator was kinked at the site of the side holes. This device was not used for the patient . A second angio-seal device was opened and used successfully for vascular closure. There were no complications and the case was completed without issue. The procedure outcome was successfully closed with the second angio-seal device. There were no other devices or equipment used with the angio-seal device. Additional information was received on 10/31/18. The procedure performed was a y-90. The patient was reported to be stable.

Manufacturer narrative:
One 6 fr arteriotomy locator was returned for evaluation. The carrier tube assembly, guidewire, locator and the hemostasis sheath were returned as well. Visual inspection revealed that there was a deformation identified at the blood inlet hole of the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off axis force to the arteriotomy locator caused the reported event. However, the exact cause of the reported event cannot be definitively determined.